Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with chest pain. A remote monitoring transmission found no device or lead performance issues were observed. The physician indicated that there was loss of capture on the right ventricular lead and the patient was noted to have perforation. The patient was admitted for pericardial effusion. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.